Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An internal inspection of the device found heat discoloration with components d100, d101, d102, l102, l103, and c103 of the device¿s power supply board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be heat damaged components on the power supply board.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius crit line clip (clic) device was not communicating with a hemodialysis machine. The device was returned to the manufacturer, where it was determined that there was heat discoloration on components of the device¿s power supply board. The heat damaged components were found during failure analysis of the device. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the nonfunctional clic device. The biomed replaced the clic device, which resolved the issue.